Event description:
During the initial surgery, after tunneling the graft, the surgeon was removing the beading and the base graft was damaged. The damaged portion of the graft was removed leaving the remaining portion a little shorter than preferred. The pt went home and fell, disrupting the distal anastomosis. A second surgery was performed to remove the graft. The graft was replaced and the pt went home and developed an infection in the groin area. A third surgery was performed and an above knee amputation (aka) was performed.